Event description:
A sample tube spilled inside the atellica ch 930 analyzer. The customer noted that multiple tests were not run, including stat tests. The event caused a delay in testing and results reporting because the customer requested a new sample, and the patient had to be redrawn. There are no known reports of patient intervention or adverse health consequences due to the sample tube spill.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a sample tube spilled inside the atellica ch 930 analyzer.siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00106 on 11-apr-2022. Additional information (13-apr-2022): siemens reviewed the information provided and noted that the sample tube type involved was a bd vacutainer barricor blood collection tube, which is not a supported sample container for use on the atellica solution. The bd vacutainer barricor tube has a mechanical separator with an elastomer top and a high-density base. The potential cause of the spill is the mechanical separator in the tube. The dilution probe engaged with the mechanical separator when attempting to aspirate and then moved back to the home position. Siemens noted a "probe crash detect" message on the dilution arm that matched the time of the reported incident and stated the vertical step count at the probe crash showed the probe was near the bottom of the sample tube. The operator's guide cautions against using unapproved sample containers as unapproved sample containers can damage the analyzer. Siemens performed a follow-up, and the analyzer is operational. No further evaluation of the device was required. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include new codes.